Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port maryland bipolar forceps instrument was analyzed and found to have a broken grip at the grip tip. A piece approximately 1.77mm x 2.30mm was found to be broken off and was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Failure analysis found the secondary failure of a detached fragment to be related to the customer-reported complaint. Due to the broken grip tip, a detached fragment was observed that was not returned with the instrument.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer observed that the tip of the single port maryland bipolar forceps instrument was broken. The customer reported event had no report of patient injury and the procedure was completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The single port maryland bipolar forceps instrument was transferred to the failure analysis engineering team for further investigation: initial investigations was confirmed; the instrument exhibits a broken grip tip on the lower grip. The grip base does not appear to be bent on the grip with the broken grip tip, and the grip with the intact grip tip does not appear to exhibit bending or physical damage. One finding that was not mentioned in the complaint or initial fa, is the molded insulator on the grip with the unbroken tip has a small chip on the back of the grip, and the piece does not appear to be returned with the instrument. The missing fragment of the molded insulator measures approximately 1.37 x 0.64mm. The root cause of a broken grip tip and molded insulator is typically attributed to the user and can be caused by improper handling and/or excess force applied to the grip.